Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she has been experiencing high blood glucose and excessive no delivery alarms. Customer stated that the alarms happen during bolus, basal or prime. Most recent no delivery alarm occurred the day of the call during prime. She keeps changing the set and continues to get the no delivery alarms. Blood glucose value was 434 mg/dl; treated with manual injection. She has not tried different cannula lengths, insulin is not expired or denatured, she does rotate sites and avoids scar tissue and the tubing is not bent or kinked. Customer declined troubleshooting for recurrent no delivery alarms.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.